Event description:
A customer reported that their pump issued alarm 20 during use, and it was determined that no adverse impact to the customer¿s blood glucose level was provided. Technical support advised the customer to switch to backup therapy via multiple daily injections (mdi) and arranged for a replacement pump to be sent. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.